Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicated impedance issues, despite device testing within normal limits. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The photographic imaging inspection revealed a broken electrode within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The device passed some of the mechanical tests performed. The scanning electron microscopy analysis revealed corrosion of electrode wires within the electrode pocket. The failure of this device was attributed to an electrode short in the electrode pocket. A corrective action was implemented. In addition, it is believed that the paralyne wire insulation damage found on the electrode wires are the source of the shorts reported. The damage found on some electrode are consistent with the electrodes identified with the shorts prior to explanation. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.